Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a qdot micro catheter and the patient suffered a cardiac tamponade treated with drainage and the patient recovered. The report indicated that in the ward, immediately after the procedure (1 hour), it was confirmed via intracardiac echo (ice) catheter that there was no pericardial effusion. However, drainage was performed, and the patient recovered. Cardiac tamponade was noted. There was no prolongation of hospital stay. Contact force (cf) monitoring method included vector. Coloring setting used was visitag was tag index. Additional filter for visitag was force over time (fot). The physician's opinions on the relationship between the event and the product was that there is a possibility that the qdot micro catheter made strong contact with the atrium/ heart wall; it is possible that it has been strongly hit by the catheter, not cauterized, but this was not during ablation. It is not considered to be product related. No abnormalities were observed prior/during use of the product. The outcome of the adverse event was reported as fully recovered (no residual effects). Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 9-sep-2025, additional information was received indicating the transseptal puncture was performed with rf needle by japan lifeline (jll). The flow setting for irrigation catheter were 35w: 4ml, 50w: 15ml. The correct catheter settings were selected on the generator. The visitag module parameters for stability used were range: stability+, time: 3sec, force over time (fot): 25%, and tag size: 4mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent a cardiac ablation procedure with a qdot micro catheter and the patient suffered a cardiac tamponade treated with drainage and the patient recovered. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31588989l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).